Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available additional information provided: all patients were instructed to take remove the glue, wash area thoroughly with mild soap and water, and to use benadryl or other antihistamines. In none of the cases were these steps successful. All patients required steroid tapers to successfully decrease the reaction. These reactions have occurred in patients that have undergone robotic procedures, laparoscopic procedures, open procedures. Ages from 17-76 males and females. I¿ve also heard from ob/gyn in our facility that they have experienced similar episodes with their patients since over the last 6 months. As well as 2 other general surgeons in our group who have had reactions as well and this has increased over the last 6 months. I don¿t think there¿s any way for these to be pulled from the same box/lot as our cases have not coincided to be same day or even same week. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. I have spoken with 4 other providers within our hospital system who have also all had significant reactions from dermabond over the last 5 months. I saw another patient on friday of this week with a significant reaction and they had surgery last year at our facility in (B)(6)2025, no reaction. They also had a procedure in september at another facility with dermabond being used for the closure and no reaction. I have been out of the country. It ma take me several days to collect all of the information you have requested. - how many patients demonstrated the alleged deficiency? - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - what is the procedure name? - what is the procedure date? - what date did the reaction occur on? - what does the reaction look like and how large of an area does the reaction cover? - do you have any pictures of the reaction? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. - if medication was required, please clarify if it was prescribed by a physician and what was prescribed. - if medication was prescribed, please clarify if it was prescription strength: - what is the most current patient status? - can you identify the product code and lot number of the product that was used? - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? - could you please provide the lot number? - please provide the source or name of person providing answers to follow-up questions: no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and topical skin adhesive was used. Patient, significant, allergic reaction to the glue after procedure over the last month. Patient was instructed to remove the glue, wash area thoroughly with mild soap and water, and to use benadryl or other antihistamines, this was not successful. Patient required steroid tapers to decrease the reaction. Additional information has been requested.